Event description:
It was reported that during daily checks , the cardiosave intra-aortic balloon pump (iabp) had a broken ac cord. Users surfaced subject unit with ac cord putter insulation jacket sliced, exposing the inner electrical wires, with the latter being intact. Insulation damage to the ac cord about a foot proximal to the ac plug. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. D9.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) reported onsite on 12 november. Successfully completed a simulated treatment with testing catheter and trainer without issue upon initially testing unit. Replaced damaged ac cord reel (d012-00-1688-01) assembly. Nothing unusual in the logs, attached for reference. Post replacing ac cord assembly, successfully completed a full system checkout without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. There was no patient involvement and no patient harm reported. Iabp was then returned to customer for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer (fse) reported onsite on 12 november. Successfully completed a simulated treatment with testing catheter and trainer without issue upon initially testing unit. Replaced damaged ac cord reel (d012-00-1688-01) assembly. Nothing unusual in the logs, attached for reference. Post replacing ac cord assembly, successfully completed a full system checkout without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. There was no patient involvement and no patient harm reported. Iabp was then returned to customer for clinical use.the following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne the failure analysis and testing department received part ac power cord reel: na with a reported unit failure of broken ac power cord.the fat department performed a visual inspection of the part received and found that the ac power cord is missing the male power plug.due to the broken ac power cord, it cannot be installed and investigated any further.retaining the ac power cord reel in the fat dept. Per procedure.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.